Manufacturer narrative:
D1 brand name, d2a product code, d2b common device name, corrected data: the initial report inadvertently listed the wrong suspect medical device product. D4 model number, serial number, lot number, expiration date, and UDI number, corrected data: the initial report inadvertently listed the wrong model. H4 device manufacture date, corrected data: the initial report inadvertently listed the wrong manufacturer date. H6: health effect code, corrected data: the initial report inadvertently did not report imdrf code f1908 prolong surgery as this was reported with the initial report that the high impedance event resulted in longer surgery time while the patient was anesthetized.

Event description:
It was reported that the high impedance event resulted in longer surgery time while the patient was anesthetized. Further follow up reported that surgeon tried to reinsert the lead into the generator and she verified that the lead pin was fully inserted into the generator as part of troubleshooting. The surgeon did not perform a generator systems diagnostic with test resistor. Surgeon chose to open a new generator and the high impedance resolved with this replacement. The DHR review for the generator was performed. The device passed all functional specifications and quality tests and was sterilized prior to distribution. The suspect product has been received by the manufacturer and is undergoing product analysis no other relevant information has been received to date.

Event description:
It was reported that the patient was seen with high impedance during a a generator replacement procedure. Another generator was used and the procedure was completed. No other relevant information has been received to date.